Event description:
It was reported the patient felt the stimulation was in the correct area, but the pain relief was not as effective as the trial. The sjm representative had met with the patient for reprogramming and each time the patient was satisfied with the results. It was reported the most recent reprogramming provided coverage, but the patient had no pain relief.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.